Event description:
During the implant procedure, while tunneling with a medtronic catheter passer, a vessel was nicked, and the patient experienced bleeding. Surgeon applied manual pressure and used a 2-0 silk suture to tie off the vessel, achieving hemostasis. This resolved the issue.